Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4362 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, the patient was hospitalized for acute cerebral infarction in the right frontal lobe. The in-patient medical nurse performed PICC catheterization for the patient. During the process of catheterization, the central venous catheter with peripheral intubation was found to have obvious water drip, which was immediately discontinued and replaced with a new central venous catheter with peripheral intubation in the same place of origin. No harm was done to the patient.